Event description:
During follow-up, it was not possible to interrogate the device. The patient is not pacemaker dependent. The issue was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The device was received with no telemetry and battery having reached end of life (eol) due to normal battery depletion which caused the battery not able to support some of the functions. Attempts to save the device image were not successful. A request was made to the field but the data was not available. The total projected longevity based on field settings is 4.46 years. The implant duration was 8.37 years which exceeded the projected longevity.